Event description:
The account stated they have obtained discrepant magnesium results for patient samples since may. Only the following examples were provided, which occurred in 2007: patient 1. Female, initially 2.5 mg/dl, repeated as 49.8 mg/dl. Patient 2. Female, initially 5.3 mg/dl, repeated as 2.6 and 2.9 mg/dl. Patient 3. Female, initially 5.5 mg/dl, repeated as 3.3 and 3.6 mg/dl. No adverse events were reported in association with the incorrect results. The field service representative found the cleaner bottle level sensor was broken and repaired the instrument by replacing the sensor.